Manufacturer narrative:
Phone: (B)(6). The intraocular lens (iol) is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) model zct150 was explanted in the left eye due to myopic result causing blurry vision. The replacement lens was of the same model but different diopter. There was no incision enlargement, no vitrectomy and no suture required. The patient was doing good when discharged. Visual acuity pre-op (pre-initial implant): 20/40 visual acuity post-op (post-initial implant): 20/70+1 visual acuity post-op (post-replacement): 20/40 no further information received.